Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. Unrelated to the reported event, the company service representative found system message (sm) [front manifold pressure sensor failure] to appear during service. As a preventative measure (pm), the front pneumatics manifold was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system presented a problem during aspiration of the cataract during a cataract with intraocular lens (iol) procedure. The tip and handpiece was exchanged however the system presented the same issues. The procedure was able to be completed with no harm to the patient. Additional information has been requested.